Manufacturer narrative:
The mayfield ultra base unit (B)(6) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the base unit showed that the gold handle is not closing properly, and the gold handle assembly must be replaced together with the cam link assembly and the pin which holds it inside of the casting. The unit was sent in closed without transitional member; this is considered misuse, but fortunately it has not damaged/ deformed the casting. To resolve all issues, the golden handle assembly together with the cam link assembly were replaced. The transitional member was added to the unit, and the base handle assembly¿s shock cushion and its cam link support pin were also replaced. The handle assembly was then reassembled and adjusted to build up the required pressure onto the transitional member. After completing the repair, the unit successfully passed a function test. Root cause - the complaint is confirmed via inspection of the unit. Probable root cause of the defective handle is routine use and wear of the device and its components. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield ultra base unit (a2101) unscrewed during a surgical procedure. This occurred at the end of the set up, but the surgeon was able to hold the head of the patient (child). Additional information was received as follows: - was there an increase of surgery time (superior or inferior to 30 min)? No - was there any consequence for the patient health (scalp injury at the pin level...)? If yes please describe and indicate the treatment: wounds have appeared since the incident. The investigation of causality between the head slippage and the wounds is still in progress. - which type of surgery? Scaphocephaly: installation of springs - was another unit available for replacement to finalize the surgery? Yes - how is the patient now? Wait the results of complementary exams.